Event description:
During device evaluation, the baxter service technician reported a colleague infusion pump which would not infuse on channel c after the channel c start key was pressed. It is unknown when or in which care area this occurred. There was no patient involvement. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of not infusing on channel c after the channel c start key was pressed. The root cause was determined to be a faulty channel c pump head module. The channel c pump head module was replaced to repair the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.